Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Add'l info was requested by fax and phone on 11/20/2006. Phone follow-up was conducted on 11/20/2006, 11/27/2006 and 12/06/2006. The customer returned the calls on 12/11/2006 and provided add'l data. To date, a completed questionnaire has not been received.

Event description:
A consumer wrote to report that she is experiencing discomfort, foggy vision and glare following intraocular lens implant surgery. She wrote that the surgeon can find nothing physically wrong with the eye. Add'l info has been requested from the implanting surgeon. During a follow-up call with the surgeon's office on 12/11/2006, the pt's postoperative bcva od was reported as 20/30 without correction and a comment was made that the pt has a small pupil.